Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# va1f50a, implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: lead. (B)(4) applies to verify (serial # unknown) and lead (lot#va1f50a). (B)(4) applies to verify (serial # unknown) and lead (lot#va1f50a). (B)(4) applies to lead (lot# va1f50a) only. (B)(4) applies to verify (serial # unknown) and lead (lot#va1f50a).

Event description:
Information was received by a manufacture representative (rep) via an advanced evaluation trial patient regarding an external neurostimulator (ens). Patient said their device wasn't working and "I don't get the thing that I thought I would get." They also aren't doing any better and the site of injection is tender. As a result, the patient was changed from program 2 to 3 and they are currently feeling stimulation. Six days later, patient said they weren't a "happy camper" and "I've been giving myself a good rating (6), but the last two days I will give a 3." The patient wasn't meeting a 50% minimum improvement, and has experienced heavy leaking accidents. As a result, the patient was changed to program 1 at 2.2 v and is feeling stimulation in their vaginal/buttocks area. During the program change, the patient was feeling a "pressure" in their right buttocks and vaginal area. On (B)(6) 2017, patient says program 1 isn't meeting their expectations. Five days later, it was reported that the patient had a successful trial and decided to go onto full implant. After the healthcare provider (hcp) opened the pocket site and removed the percutaneous lead extension, it was noticed that there was a visible wire protruding from the lead out of the plastic coating when the hcp was connecting the implantable neurostimulator (ins) to the lead. The hcp says they didn't cut the wire when they opened the pocket. No fall or trauma was experienced during the evaluation. The lead was visibly damaged and no troubleshooting was performed. As a result, the lead was explanted and replaced with a new lead. The rep is in possession of the damaged lead and it will be returned to the manufacturing company. The issue was resolved at the time of this report and no further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up with the manufacturer representative (rep) determined that the cause of lead damage is unknown and the healthcare provider (hcp) did not cut or damage the lead during surgery. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the lead model 3889-28, lot # va1f50a, showed no significant anomalies. The outer insulation was separated from the body of the lead which was consistent with explant damage. There were markings on the outer insulation of the lead consistent with the use of a tool. The #2 conductor was stretched and pulled out of the wire insulation 24.0 cm from the distal. The outer insulation was broken 24.0 cm from the distal end and had suspected tool marks. There were suspected body fluids observed in the lead. Analysis also observed there was no boot present over the extension/lead junction. Hif information is provided in the future, a supplemental report will be issued.